Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and no recurrence of the malfunction occurred after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction recurs.